Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. A site representative reported that the imaging system was intermittently becoming unresponsive and not completing start up. The representative reported that the iport and the computer for the imaging system were replaced as a result. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, connection could not be established between the viewing station of the imaging system and the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis on the suspect components was completed by medtronic personnel. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.